Manufacturer narrative:
Analysis no longer required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post initial implant the right atrial (ra) lead dislodged. The lead explanted and replaced. No patient complications have been reported as a result of this event.